Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the cutter aspirated but did not cut during a pars plana vitrectomy (ptv) procedure. The surgeon changed to the a pack and the procedure was completed. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
One probe was returned for evaluation for the report of the probe aspirated but didn¿t cut. A review of device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were four additional complaints for the reported issue. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The sample did not cut. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. No wear marks at bend area. A few gouge marks on the inner cutter. The complaint evaluation does not confirm the probe had an actuation issue. The probe met specification for actuation. However, during the sample evaluation, the probe had a cut issue because the sample did not cut. The exact root cause for the probe not cutting cannot be determined from this evaluation. The most likely cause for the poor cutting is from a damaged inner cutting edge or an incorrect cutter bend angle that could occur from the sample being used in surgery for approximately 15 minutes. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement. An investigation has been completed and actions have been implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).